Event description:
It was reported that during a hindfoot arthrodesis nail (han) procedure, the surgeon reamed with a reamer/irrigator/aspirator (ria) 12mm reaming head. It was noticed on fluoroscopy that the reamer head broke and the cutting tip remained in the tibia shaft. The guide wire and reamer head were removed and the final reaming for the hindfoot arthrodesis nail (han) was accomplished with the synthes flexible reamers. The surgery was completed with no issue and only one minute surgical delay. All pieces were reported to have been retrieved. This is report 3 of 3 for (B)(4). This report will cover the reamer head.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Pro code: hrx accessories, arthroscopic. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device was received on (B)(4) 2014. A product development investigation was performed for the subject device (reamer head, part 352.250s). The reamer head device was received sheared. The ria system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. The condition of the returned reamer head is consistent with damage caused by the device being over torqued. It is critical for the reliable function of the reamer head that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm (standard drill speed) be used. The technique guide recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm are routinely used. Power equipment designed specifically for reaming must not be used. It is possible that use of an incorrect drive unit over torqued the drive shaft tip causing failure which in turn caused the reamer head to break. The reamer head drawing was reviewed and determined to be suitable for the intended design and application. The design is adequate for its intended use and did not contribute to this complaint condition. As the device did break, the complaint is confirmed. Specific details regarding the technique used/application which led to the device failure were not provided. It is likely that the drive shaft failed due to excessive force being applied and that this initial failure caused the reamer head to break as well. Because the complaint condition is the result of method of use rather than a design deficiency, the device is determined to be suitable for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment not diagnosis there were no complaint-related issues, mrrs, or ncrs associated with this lot. (B)(4) parts were released to the warehouse on april 17, 2013. The 12.0mm reamer head was manufactured to the synthes drawing number 352.250, revision ¿e¿, released on september 24, 2009. Part expiration date: 03/31/2022. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.